Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction, thrombosis, cardiogenic shock, pulmonary edema, and stent compression requiring intervention. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 95% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.5x28mm ion stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized and an event of stent thrombosis was noted. The patient's cardiac enzymes were found to be elevated and a myocardial infarction was reported by the site (peak ck value=6097 iu /l, uln=308 iu /l, peak troponin value=200 ng /ml, uln=0.045 ng/ml). An anterior q-wave myocardial infarction with st segment elevation were suggested. The patient experienced ischemic symptoms and medication was given for treatment. The 100% stent thrombosis located in the previously placed study stent located in the proximal lad was treated with angioplasty and placement of a 2.25x8mm and 3.5x12mm non-bsc stents in an overlapping fashion. During the intervention, an attempt to place the 2.25x8mm non-bsc stent through the proximal lad stent was unsuccessful and accordioned the previously proximal placed stent. At this point, the physician predilated the initially placed lad stent and once again attempted placing a non-bsc stent which was unsuccessful. The physician decided placing distal overlapping 2.25x8mm non-bsc stent. Upon completing the procedure, the physician noticed the previously placed stent in the lad had been compressed proximally. The physician therefore placed a proximal overlapping 3.5x12mm non-bsc stent in the left main overlapping with the initially placed stent in the proximal lad. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The site reported events of cardiogenic shock and pulmonary edema. In (B)(6) 2012, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).